Event description:
It was reported that balloon ruptured occurred. During a procedure, a 10/3.5 flextome¿ cutting balloon¿ was used to treat a moderately tortuous, severely calcified in-stent restenosed target lesion. The physician had difficulty crossing this device to the lesion but had managed to cross it. While the physician attempting to perform dilatation, it was noted that the balloon ruptured. The device was exchanged to a 10/3.0 flextome¿ cutting balloon¿ and dilatation was performed. No patient complications reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole at 2 mm proximal to the proximal end of the proximal markerband. An examination of the balloon material and markerbands identified no issues. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon ruptured occurred. During a procedure, a 10/3.5 flextome¿ cutting balloon¿ was used to treat a moderately tortuous, severely calcified in-stent restenosed target lesion. The physician had difficulty crossing this device to the lesion but had managed to cross it. While the physician attempting to perform dilatation, it was noted that the balloon ruptured. The device was exchanged to a 10/3.0 flextome¿ cutting balloon¿ and dilatation was performed. No patient complications reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).